Manufacturer narrative:
The pump was received with an unresponsive keypad due to corroded keypad traces. Unable to perform the displacement test and selftest due to unresponsive keypad. Pump received with cracked belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken battery compartment and unresponsive keypad. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.